Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report on knotted trigger cord. The product received was returned in an opened tray. The two-way handle, trigger cord, barrel with two black bands and one amber band, irrigation adapter and loading catheter were included in the return of the device. Three black bands were missing from the barrel and not included in the return of the device. A knot was observed 16.3 cm from the distal end of the barrel. The proximal end of the trigger cord had tangled with the knot at the distal end at the beginning of the braided area creating a big loop in the trigger cord. We were unable to determine how the string became tangled/knotted. The trigger cord had two areas where the braids had come loose, one 112.3 cm and another 135 cm from the distal end of the cord. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The subassembly history record for the lot number said to be involved was reviewed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The user is advised to visually inspect the device prior to using it. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." As a precaution, the instructions for use also advise the user: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." If care is not taken when attaching the trigger cord to the hook of the loading catheter during system preparation, knotting of the trigger cord could occur. The instructions for use direct the user: "attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook." The complaint device was returned with three bands missing. During the system preparation, the instructions for use advise the user: "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Other text : investigation evaluation: our evaluation of the returned device confirmed the report on knotted trigger cord. The product received was returned in an opened tray. The two-way handle, trigger cord, barrel with two black bands and one amber band, irrigation adapter and loading catheter were included in the return of the device. Three black bands were missing from the barrel and not included in the return of the device. A knot was observed 16.3 cm from the distal end of the barrel. The proximal end of the trigger cord had tangled with the knot at the distal end at the beginning of the braided area creating a big loop in the trigger cord. We were unable to determine how the string became tangled/knotted. The trigger cord had two areas where the braids had come loose, one 112.3 cm and another 135 cm from the distal end of the cord. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The subassembly history record for the lot number said to be involved was reviewed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The user is advised to visually inspect the device prior to using it. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." As a precaution, the instructions for use also advise the user: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." If care is not taken when attaching the trigger cord to the hook of the loading catheter during system preparation, knotting of the trigger cord could occur. The instructions for use direct the user: "attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook." The complaint device was returned with three bands missing. During the system preparation, the instructions for use advise the user: "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The trigger cord was a tangled before use, after opening the package. On (B)(6) 2017, the device was received for evaluation. Three (3) bands were missing from the barrel and were not included with the return [potential premature band deployment].

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report on knotted trigger cord. The product received was returned in an opened tray. The two-way handle, trigger cord, barrel with two black bands and one amber band, irrigation adapter and loading catheter were included in the return of the device. Three black bands were missing from the barrel and not included in the return of the device. A knot was observed 16.3 cm from the distal end of the barrel. The proximal end of the trigger cord had tangled with the knot at the distal end at the beginning of the braided area creating a big loop in the trigger cord. We were unable to determine how the string became tangled/knotted. The trigger cord had two areas where the braids had come loose, one 112.3 cm and another 135 cm from the distal end of the cord. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The subassembly history record for the lot number said to be involved was reviewed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The user is advised to visually inspect the device prior to using it. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." If care is not taken when attaching the trigger cord to the hook of the loading catheter during system preparation, knotting of the trigger cord could occur. The instructions for use direct the user: "attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook." In the additional information provided, it was indicated that the user deployed three bands prematurely prior to introducing the scope in the patient. Rapid rotation of the ligator handle can contribute to premature band deployment. Premature deployment can also occur while winding the trigger cord. The instructions for use caution the user under system preparation: "with handle in two way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Premature band deployment can also occur if the endoscope working channel was compromised. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty.¿ the instructions for use also caution the user: ¿use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure.¿ another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA . "In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The trigger cord was a tangled before use, after opening the package. On 03/30/2017, the device was received for evaluation. Three (3) bands were missing from the barrel and were not included with the return [potential premature band deployment]." On 04/25/2017, the following additional information was received: this event occurred before the endoscope insertion into the patient's body. Once the physician moved the endoscope with mbl to insert the scope into the patient, three (3) bands were deployed. This is why the returned mbl only has three (3) remaining bands. The three (3) bands were deployed before endoscope insertion into the patient.